Manufacturer narrative:
Concomitant medical products: 6725 adaptor, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced a power on reset (por) during programmer interrogation. The device remains in use. No patient complications have been reported as a result of this event.